Manufacturer narrative:
An event of position problem and use of device problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported use of device problem could not be determined. The reported positioning problem appears to be related to complex anatomy. The patient effects of pericardial effusion appears to be related to procedural conditions. Perforation and bleeding could not be determined. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. There were two previously failed attempts to implant a 27mm non-abbott device and a 24mm non-abbott device. The patient had a complex, shallow left atrial appendage. Transseptal puncture was inferior mid. The patient's left atrial pressure was 6mmhg. The 22mm occluder was unable to be implanted in a stable location and was re-captured 3 times. The occluder was removed from the patient. The decision was made to use a 25mm amplatzer amulet left atrial appendage occluder. During device preparation it was noted that there was a localized and growing circumferential pericardial effusion that was measured approximately 1cm. A pericardiocentesis was performed and 300ml of blood was drained from the pericardium. The patient remained stable and was monitored. Approximately 15 minutes later the patient was bleeding again and the decision was made to convert the patient to surgery. During surgery a moderately-sized perforation was noted to the back wall of the appendage. A non-abbott device was implanted to close the laa and stop the bleeding. The surgeon believed the delivery sheath caused the pericardial effusion during the full recapture of the 22mm occluder. The 25mm occluder did not make contact with the patient. The patient status was stable.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. There were two previously failed attempts to implant a 27mm non-abbott device and a 24mm non-abbott device. The patient had a complex, shallow left atrial appendage. Transseptal puncture was inferior mid. The patient's left atrial pressure was 6mmhg. The 22mm occluder was unable to be implanted in a stable location and was re-captured 3 times. The occluder was removed from the patient. The decision was made to use a 25mm amplatzer amulet left atrial appendage occluder. During device preparation it was noted that there was a localized and growing circumferential pericardial effusion that was measured approximately 1cm. A pericardiocentesis was performed and 300ml of blood was drained from the pericardium. The patient remained stable and was monitored. Approximately 15 minutes later the patient was bleeding again and the decision was made to convert the patient to surgery. During surgery a moderately-sized perforation was noted to the back wall of the appendage. A non-abbott device was implanted to close the laa and stop the bleeding. The surgeon believed the delivery sheath caused the pericardial effusion during the full recapture of the 22mm occluder. The 25mm did not make contact with the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.